Event description:
The event occurred with the aragon surgical's os12 electrosurgical instrument system. The os12 instrument is indicated for tissue sealing and division during the performance of open abdominal hysterectomy. The instrument is designed to deliver radiofrequency energy (rf) through multiple electrodes in order to seal tissue, including complex tissue sheets. The instrument connects to the aragon surgical rf generator. A physician was not able to seal 4 out of 5 attempts to seal on a uterine artery on both side of the patient's uterus. The overall length of the clamp tissue was 2 to 5cm and rf was delivered for approximately 14 to 15 seconds. The dr. Tried to re-apply rf energy but was not able to get a good grip on the tissue. Physician completed the procedure using clamps and sutures. During a procedure, if a vein or an artery is not sealed completely, it is routine for the dr. To either re-apply rf or use suture(s) to achieve hemostasis. In this case the physician was not able to grasp and reseal the tissue. The patient is fine. The instrument was not returned to aragon surgical for further investigation.

Manufacturer narrative:
The patient had excessive bleeding and cramps prior to the procedure. The patient also had adhesions and had 4 caesareans in her medical history. Even though the patient is fine, the conclusion on behalf of aragon surgical is that the information does warrant an investigation, as there was an adverse effect to the patient where surgical intervention was required. This behavior in the os12 instrument has not been observed.